Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? => yes, it was used to address active bleeding. 2. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon said he cannot say anything. 3. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever? The surgeon said he has no idea. 4. What is the patient¿s current status? The patient is undergoing postoperative radiotherapy. 5. What was the drug therapy used for the patient¿s fever? Antibiotic administration the following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. What is the lot number? 3. What is the users experience w/ surgicel powder and other hemostatic agents? 4. What were current symptoms following the index surgical procedure? Onset date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. What is the lot number? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. What were current symptoms following the index surgical procedure? Onset date? 5. What is physician¿s opinion as to the etiology of or contributing factors to this event? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever? 7. What is the patient¿s current status? 8. What was the drug therapy used for the patient¿s fever? 9. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a extensive total hysterectomy, bilateral adnexectomy, pelvic lymph node dissection, para-aortic lymph node biopsy, small bowel resection procedure on (B)(6) 2023 and absorbable hemostat was used at the pelvic site (vaginal stump). In the ward/ICU, the patient developed fever. One unit of the absorbable hemostat was used. After confirming hemostasis, the area where the powder was used was washed to remove any excess. The patient was given antibiotics for 8 days and fever resolved. The patient is currently undergoing postoperative radiation therapy. Additional information was requested